Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had not been seen for follow up in approximately one year. The patient was in the hospital for heart failure symptoms. The device and non-boston scientific left ventricular (lv) lead exhibited high threshold measurements and loss of capture. The device outputs were reprogrammed to ensure lv capture. Additionally, right ventricular (rv) oversensing of right atrial (ra) signals was noted; however, this was not being oversensed by the device. The patient also had a left bundle branch block. Further device programming was performed for system optimization. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that there was an increase in right ventricular (rv) lead threshold measurements with possible loss of rv capture. There was again loss of lv capture noted with increased lv thresholds. The bi-ventricular pacing percent had decreased due to lv and rv oversensing. Programming options were discussed with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.